Manufacturer narrative:
This pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining during the last device check. Most recently, the battery status shows 3 years remaining. Approximately four months ago, it showed 1 year remaining. Boston scientific technical services and health care professional (hcp) discussed about current magnet rate. Normal follow-up recommended with close attention to the magnet rate. Remains in service. No adverse patient effects were reported.